Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ethernet local area network universal serial bus 2.0 was not detected. A technical support specialist remotely accessed the cabinet and discovered that the cabinet switch had not been turned on. Then guided user to power on the switch, reset the ethernet connection, and configure the ipv4 settings. After relaunching the application, the error was resolved. User was able to log in and successfully issue medication for the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user reported that cabinet has error "application is currently unavailable. Drawers are offline". A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.